Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a high anterior resection wherein seprafilm was applied to the adhesions under the abdominal wall incision. After an unspecified amount of time the patient died. It was not reported what was t he cause of death nor was it reported if an autopsy had been requested. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: b5. B5: upon additional information, after the adhesion was diagnosed, ¿open surgery¿ was performed and confirmed severe adhesions. The cause of death was reported as ¿unforeseen accidents¿ (not further specified). The surgeon regards the cause of death was not related to seprafilm. Should additional relevant information become available, a supplemental report will be submitted.